Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The user gained access through the right femoral artery to treat a total occluded lesion of superficial femoral artery by ipsilateral approach. Severe calcification was noted in the patient. The guide wire was passed through the lesion. Then the user made an unsuccessful attempted to pass the balloon catheter through the lesion. To increase the support for the balloon, the physician switched guide wires twice. While inflating the balloon catheter to nominal pressure the balloon ruptured. The physician noted a longitudinal rupture. Another manufactures' balloon catheter was used to complete the procedure. No adverse effect to the patient reported.